Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation after a follow-up conversation with the patient on (B)(6) 2012. The patient claimed the alleged issue began on (B)(6) 2012, at approximately 8:30pm. The patient tests her blood up to 9x per day and manages her diabetes with an unknown type and dose of insulin through pump therapy and bases her doses on her carbohydrates. She reported that due to insulin sensitivity she also adjusts her basal doses of insulin continually. She claimed that just minutes before testing on the subject meter, she was experiencing symptoms of "shaking." She tested on the subject device and observed a value of "4.8 mmol/l" and then tested on another meter (contour link brand) and observed the values, "2.7 and 2.8 mmol/l." The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient could not recall what time she had tested on the subject meter before her symptoms developed, or what the reading was. She reportedly self treated her symptoms with 4 dextrose tablets that same night and felt better within 15 minutes. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. The subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the result obtain on the subject meter did not correlate with the reported symptoms and self-treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (11/14/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was evaluated and the primary complaint was not confirmed. The meter was found to function properly with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.